Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instruments data it was determined that the cause of the discordant urea, chloride, and creatine results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia 2400 urea, creatine and chloride results were obtained on a patient sample. The laboratory repeated the sample and the corrected report was issued to the physician. The patient was transferred to another hospital.